Event description:
Customer reported low blood glucose symptoms with back to back blood glucose results of hi (greater than 33.3 mmol/l) and hi obtained on the advantage system. Customer's test strips had been stored outside of the test strip vial. Thirty minutes later, the customer's blood glucose result on a hospital meter was 5.8 mmol/l and he was admitted to the hospital (medical treatment unknown). Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.